Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Evaluation confirmed that the AED had sustained damage attributed to the device experiencing a drop or significant impact. In addition, the investigation revealed ingress of a foreign substance into the unit, resulting in oxidation of electrical components. While the initial customer report did not involve patient use and was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.